Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event - ni, expiration date - ni, date implanted - ni, date explanted - ni, manufacture date ¿ ni. There are warnings in the package insert that state that this type of event can occur: under precautions, number 3 states, "hypersensitivity reactions for patients: the gentamicin content of cobalt mv with gentamicin bone cement may cause hypersensitivity reactions in isolated cases." This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2016-02014 / 02016).

Event description:
Patient may be experiencing adverse reaction to implanted devices due to metal allergy. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Implanted date- 2015.